Event description:
Patient enrolled into the trial. Tia reported (new neurological deficit lasting more than 10 minutes, but less than 24 hours). Patient recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00036 for the protege rx used in this procedure.